Event description:
It was reported that early battery depletion occurred in the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable defib lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device met 75% of the expected longevity. Performance data was collected from the device and data indicated that there was battery depletion and the device had reached elective replacement indicator (eri).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.